Event description:
During use of reprocessed harmonic ace shears, the product stopped working. Cord and handpiece checked and could not get it to function. Changed to non-reprocessed harmonic ace shears and this did work properly and case was completed.

Event description:
During use of reprocessed harmonic ace shears, the product stopped working. Cord and handpiece checked and could not get it to function. Changed to non-reprocessed harmonic ace shears and this did work properly and case was completed.